Event description:
It was reported on 06/22/2022 by a facility representative via (B)(4) that an ar-8690ds mini-scorpion nitinol wire is sticking. This was discovered during a case with no patient harm. Per facility: "dr. (B)(6) has been using arthrex for her plantar plate repairs for over 5 years. She has always used and loved the red and green lassos that come in the kit instead of using the scorpion. She has never had a problem with them until recently. I have had 3 cases with dr. (B)(6) in the last two months where the nitinol wire that is in the lassos will not come out of the tip of the lasso after pulling it back before passing through the plantar plate. First two times this happened, it only happened with the red lasso. So, we just took the nitinol wire out of the green lasso and put it in the red one and seemed to work fine. But she still wasn¿t happy. We also couldn¿t understand why one nitinol wire worked and the other one didn¿t, considering they are both the same thing. The third time was by far the worst/most embarrassing moment I have ever been in with our product. Neither lasso would work. We tried everything. Squirting saline in the lasso, getting the nitinol wire wet thinking it would slide better. Tried putting the firmer end of the nitinol wire in from the top to bottom, opened a sterile packed nitinol wire that we had on the shelf at the facility to see if that would work. It didn¿t. Nothing worked. So, we opened another kit¿... Same thing happened. I took a picture of both CPR kits we opened and kept the lassos from the cases."

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.